Event description:
The pt received 1st injection of orthovisc on (B)(6) 2013. The pt developed hives on his stomach and back the next day. No injection sight rash. The pt does not have any known allergies or sensitivities. The pt was prescribed benadryl. Follow-up info: the pt received 2 steroid injections, 1 a week for 2 weeks prior to giving an ha injection. On the week 3, the ha injection is given.

Manufacturer narrative:
The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.